Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since received implant and has been using bemer (pemf) mat has experienced vibration in leg, like restless leg syndrome, during bemer treatment which didn't happen prior to implant. Patient said it was similar to when she increases stimulation setting too high when adjusting setting, said they decreases and then it no longer affects leg. Patient said that it only happened during bemer treatment and stopped once session was finished. Patient said uses bemer daily to help with ms symptom(unrelated) as, helps patient with balance and avoid tripping. Patient said will use chest accessory rather than laying on top of a mat. Patient inquired about use of bemer pad that provides pemf. Patient said has been using for 8 years and uses the mat.  Patient clarified that only asked compatibility question to rep. Ps agent reviewed product website however no technical data was provided so ps agent consulted with ts. Reviewed that no testing data and said that it isn't recommended as could potentially cause shocking whether device is on or off. If used, recommend keep implanted system as far away from energy source. The reason for call was to report that goes to the bathroom every 5 minutes no further complications were reported/anticipated at this time.